Event description:
It was reported that this pacemaker system exhibited high capture thresholds on the right ventricular (rv) lead channel. Technical services (ts) was consulted and advised on reviewing the programmed change with a field representative. Ts also noted that the right atrial (ra) lead channel exhibited loss of capture as well as undersensing. Ts advised on performing an in-office evaluation of the system. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited high capture thresholds on the right ventricular (rv) lead channel. Technical services (ts) was consulted and advised on reviewing the programmed change with a field representative. Ts also noted that the right atrial (ra) lead channel exhibited loss of capture as well as under sensing. Ts advised on performing an in-office evaluation of the system. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that during the in-office evaluation, programming enhancements were performed. No adverse patient effects were reported. This system remains in service.